Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system log files and system history. The issue was caused by a defective d3 board. It was mentioned in the complaint that about 600 cgy * cm² dose was displayed via dose area product (dap) for two patients. The related skin dose after calculation is 0.0298gy. Therefore, the dose is within a safe level even if it is slightly higher than usual. The d3 printed wiring board has been exchanged by the local service organization and the error mentioned did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. The customer has reported dose regulation issues during exams. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.